Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. In this case, it was reported that the physician used a modified guide wire in the procedure. It is possible that the guide wire interacted with the stent delivery system (sds), damaging the sds, and resulting in the reported activation failure. Additionally, it was noted that the sds interacted with the guiding catheter during removal, resulting in the reported difficulty during removal and subsequent stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a fibrous lesion in the bypass anostomosis between the right internal mammary artery and the right coronary artery (rca) without calcification. A hi-torque (ht) balance middleweight (bmw) hydro guide wire was inserted that was cut by the physician to the length needed. There was no difficulty removing the protective sheath and the 2.75x12mm xience skypoint stent delivery system (sds) was advanced, however, the balloon could not be inflated at all since the balloon was possibly damaged by the cut guide wire tip. The stent dislodged from the balloon in the coronary bypass when attempting to go in the guiding catheter and interacted with the tip of the guiding catheter upon removal. A certain technique had to be performed to remove the stent from the bypass including a lasso, multiple guide wires and removal as a whole unit of the guide wire, sds, stent, and guiding catheter through the subclavian artery up to the radial artery. The introducer sheath also had to be removed. Another non-abbott device was used to complete the procedure. There was no adverse patient sequelae and the patient was discharged the next day as planned. Although there were reported delays in the procedure, it was confirmed that there were no adverse patient effects; therefore the delay is not considered clinically significant. No additional information was provided.